Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") and endometrial ablation ("ablation") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she underwent endometrial ablation (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2018. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (to remove essure/hysterectomy - uterus & cervix and ). At the time of the report, the outcomes for these events were unknown. The reporter considered endometrial ablation and medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: annex e2401 added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.